Event description:
Bilateral subcutaneous mastectomy. The pt was immediately reconstructed with co implants placed under the muscle. The breasts immediately became numb and hard postoperatively. The pt had closed capsulotomy preoperatively, but the hardness did not improve. In the last ten years, the pt has developed chronic fatigue, especially in the last two to three years. The pt has breast pain and chest wall pain. The breast pain is experienced as very tender nipples which cannot be touched. Also experienced pain deep to the implants premenstrual period. The pt also has arthralgias in the right shoulder and the left hip. The pt has dry mouth, dry eyes and some hair loss. Physical examination shows class IV capsular contractures. Xeromammogran and ultrasound confirms that both implants are ruptured. As a result of bilateral ruptured implants, capsular contracture with pain and systemic symptoms that may be associated with silicone, it is medically necessary to remove both implants.